Event description:
It was reported that two days after implant, the patient came to the emergency room reporting to have a low heart rate. No loss of capture or bradycardia were found. The system tested normal. The physician opted to replace the right atrial lead for suspected loss of capture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.